Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead and device displayed a high out of range shock impedance measurement. The shock impedance measurements have increased since a left atrial ablation procedure was performed approximately two weeks earlier. Two months earlier, this device had delivered a shock to successfully terminate an episode. Post shock delivery, the shock impedance was within normal range. It was thought there may be a lead fracture as no relationship between the ablation procedure and the increasing shock impedance could be determined. A lead revision is intended. No adverse patient effects were reported.

Event description:
Additional information was received. A review of the chest x-ray did not reveal any abnormalities or visible lead damage. A decision regarding lead or device replacement has not been made as of this time.

Event description:
Additional information was received. Subsequently, a decision was made to replace the device and the right ventricular lead. A replacement procedure was performed. The device was removed and replaced. In addition, the lead was surgically abandoned and replaced.

Manufacturer narrative:
According to available information, no return of product is intended, therefore this investigation is complete. Should this device be returned, analysis will be performed or should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. Should additional information become available, this event will be updated.